Event description:
It was reported that revision surgery was performed due to a femoral fracture following a patient fall.

Event description:
It was reported that revision surgery was performed due to femoral fracture.